Manufacturer narrative:
Conclusion the complaint can be verified. Result the down buttons do not operate. The connections of the up/down flex print are interrupted.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the down button on the infusion device stopped working in (B)(6) 2012. Patient stated he has been using the device the entire time. Patient reported the issue occurred around (B)(6); could not call exact date. Patient stated the button has not worked for over a year. Patient stated the button lies normally on the device, pops back up when pressed and does not work if it's pressed hard. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Product replaced and requested return of the alleged infusion device for evaluation.